Event description:
It was reported that the pump intermittently delivered less insulin than requested for a bolus. The customer's blood glucose (bg) level subsequently increased to 370 mg/dl. Customer administered a manual injection to address high bg. Reportedly, the customer replaced multiple supplies in an attempt to resolve the issue; however, the issue persisted. The customer reverted to an alternate method of insulin therapy.